Manufacturer narrative:
The na electrode lot number was t6247, the k electrode lot number was o6868, and the cl electrode lot number was q7242. The electrode expiration dates were requested, but not provided. Calibration data was acceptable. The customer stated that controls were within range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found kinked tubing. The tubing was replaced. The engineer also replaced additional tubing as a preventive measure. Ise checks were performed and recovered within specifications. Precision studies were performed and recovered within guidelines. The customer ran controls and these recovered within expected ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant ise results for three patient samples tested on a cobas 8000 ise module. Test results measured with the na electrode, k electrode, and cl electrode were discrepant. No questionable results were reported outside of the laboratory. After the field service engineer replaced nozzles on the system and verified the ises were running without issue, the customer noticed high patient results, with some values flagged as higher than the measuring range. The customer then ran some ise checks and these recovered poorly. After running additional checks, the checks then passed. The customer then repeated the patient samples. The first sample initially resulted in a k value of 6.25 mmol/l and it repeated as 4.15 mmol/l. The second sample initially resulted in a na value of 152 mmol/l and it repeated as 136 mmol/l. This sample initially resulted in a k value of 4.81 mmol/l and it repeated as 4.36 mmol/l. This sample initially resulted in a cl value of 107 mmol/l and it repeated as 94 mmol/l. The third sample initially resulted in a k value of 5.22 mmol/l and it repeated as 4.10 mmol/l. The repeat values were deemed correct.